Event description:
It was reported that during pt treatment while using the nava (neurally adjusted ventilatory assist) ventilation, problems were observed with the edi (electrical activity of the diaphragm) signal. The edi catheter that is used for picking up the edi signal was removed from the pt after 2 days of use. It was then observed that its electrodes were protruding from the wall of the edi catheter. A new edi catheter was inserted and nava ventilation continued without problem. There was no pt harm. (B)(4).

Manufacturer narrative:
The removed edi catheter has been requested back for investigation. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).